Event description:
The customer reported that "when the machine turns on it will not do anything" (no boot). This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply switch was replaced during the service call. The system was tested and found to be working as intended and put back into service.